Manufacturer narrative:
No repair information available. The unit was replaced. H3 other text: no repair information available. The unit was replaced.

Manufacturer narrative:
Unique identifier: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit had an error that results in a loss of ventilation. There was no report of patient involvement.